Event description:
It was reported motor failures on pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.